Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 6 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the patient was feeling ill. Some of the symptoms were nauseous, tired and breathing issues. The patient did not seek medical attention but also states that at some point when putting on the second pod the symptoms persisted and they collapsed on the ground. As treatment, the patient set up the third pod and was feeling much better. The old pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.